Manufacturer narrative:
The t:slim g4 pump user guide states: do not expose your system to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them. Notify the transportation security administration (tsa) agent that your system cannot be exposed to x-ray machines and request an alternate means of screening. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, customer stated that they wore the pump in the full body scanner at the airport earlier in the month. Customer reported a blood glucose level of 196 (mg/dl). It was indicated that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.